Event description:
Clinic notes dated (B)(6) 2012 and (B)(6) 2011 were received which all mention that the patient has horner's syndrome. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. It is unknown if a relationship between the horner's syndrome and vns exists.